Event description:
It was reported that patient complications occurred.The 14 mm x 2.75 mm target lesion was located in the first diagonal branch of the left anterior descending artery (LAD). The target lesion was pre-treated with a 2.75 mm x 12 mm scoring balloon and a semi-compliant balloon angioplasty catheter resulting in 10% residual stenosis and TIMI flow of 3. The target lesion was then successfully treated with a 3.50 mm x 16 mm Synergy XD drug-eluting stent resulting in 0% residual stenosis and TIMI flow of 3. A type B dissection was observed and additional intervention was required. Additional details were not provided.